Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had many high watt alarms starting (B)(6) 2018. Patient was hospitalized due to pump thrombus and received thrombolytic therapy on (B)(6) 2018. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. The reported ¿high watt alarm¿ event was confirmed through log file analysis, which revealed an increase in power consumption beginning on (B)(6) 2018. 11 high watt alarms were logged on (B)(6) 2018. Furthermore, log files revealed a decrease in power consumption, with pump parameters returning to normal operating range, on (B)(6) 2018. Of note, it was reported that the patient received thrombolytic therapy, after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.